Manufacturer narrative:
Unit functions were tested post event, and found to be performig to specifications. No problem found and unit returned to svc. Pt was a person of size; it is possible pt was not positioned correctly on the focal zone, resulting in excess pressure on the water cushion that may have resulted in burn.